Event description:
It was reported that during an unspecified surgery, the unknown air powered handpiece device did not generate a stop when pressing or releasing a screw, it kept turning on itself while in use with the torque limiter 4nm f/compact air drive+p device. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown air powered handpiece device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: added: b5. In this (B)(4), it was mentioned "it does not generate a stop when pressing or releasing a screw, it keeps turning on itself" in the event description but the reported product is a attachment "511.771" not the handpiece and this torque limiter attachment does not have a power source so could you please check with the customer and confirm whether the reported product is correct and is the handpiece working fine with other attachment? - the piece is available but we do not know its unocacionnpies we are not the area in charge of its shipment 2) please provide the product code and serial number of the handpiece? - the reference and batch are in the product novelty file. 3) please confirm whether the attachment "511.771" will be sent to service center for repair/analysis? -the piece was sent marked for return and for their respective analysis. 4) also please confirm whether the "unk-air-powered-handpieces" that was used with the reported product "511.771" will be sent to service center for repair/analysis? - the handpiece I do not present any new was just the torque limiter.